Manufacturer narrative:
Exact date unknown, event occurred in approximately (B)(6) of 2022.

Event description:
It was reported that patient experienced pain and frequent ipg charging. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was disposed at the hospital.